Manufacturer narrative:
Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. Date of the event is unknown as it was not provided. Model#, catalog# and serial# are unknown as they were not provided. Without a serial number the expiration date is unknown. Implant date is unknown as it was not provided. Explant date it is unknown if the lens was explanted or remains implanted. Facility name, address, and telephone is unknown as it was not provided. Device manufacture date is unknown as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having a few patients (specific number not provided) experiencing chemical endophthalmitis and corneal edema after the implantation of intraocular lens. Although attempts were made for additional information, the surgery center declined to provide any details.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.